Event description:
Discordant, falsely low creatinine and cholesterol results and discordant, falsely elevated high-density lipoprotein (hdl) results were obtained on three patient samples on an advia 2400 instrument. The discordant results were released the physician(s). The patient samples were repeated on another advia 2400 instrument, and the expected results were obtained. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse discovered an ion selective electrode (ise) buffer time out error. The fse performed ise bufferprime and calibration, and all passed without errors. The fse preventively removed and cleaned the ise module, replaced ise buffer seals and stirrer motor and put on new ise buffer solution. The fse then repeated bufferprime and calibration to verify instrument functionality. The cause of the discordant, falsely low creatinine and cholesterol and falsely elevated high-density lipoprotein (hdl) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.